Manufacturer narrative:
The investigation of hemolysis has been completed. The data logs showed the pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. No motor current spikes in the data logs to indicate ingestion event. Downward trending placement signal throughout the data log run. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The pump passed hemolysis test. Mih was 6.31. The root cause of hemolysis was most likely patient condition related since the patient had poor left ventricle function and no problem was found on the pump. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26762. Add fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26762. G.1 added reporting contact facility name as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26762. H.6 investigation conclusion code 4315 was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26762. Codes 3233 and 11 should have been on the initial manufacturer device report number 1220648-2025-26762 as the device had been received and the investigation was pending. H.10 additional manufacturer narrative on the initial manufacturer device report number 1220648-2025-26762 stated that the device was not returned but the pump was returned.

Event description:
The user facility reported a 84 year old male patient on a impella cp pump support developed hemolysis despite of repositioning the cp. The impella remained on overnight and was successfully weaned the next day. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿